Event description:
Country of complaint: (B)(6). Needle detachment; thread broke during surgery.

Manufacturer narrative:
Mfg site eval: there are no previous complaints of this code batch. A (B)(6)units of this batch code were manufactured and distributed, there are no units in OEM stock. Received 29 closed samples and 4 open and used samples, with the needle detached from the thread. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Knot pull tensile strength results before releasing the product were within specification. As stated in the instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Needle attachment testing of the closed samples received was performed and the results fulfill the requirements of the OEM. The needle attachment test results prior to release for distribution were also found to be within specification. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.